Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No lot number or sample provided. (B)(4).

Event description:
Rn made a skilled visit for the purpose of attempting to drain the patient's pleurx catheter drainage system. In the process of attaching the canister attachment, the pigtail tubing coming out of the patient broke off. The rn noted that there was bloody drainage in the tubing that looked like it had clotted off. He tied it off, called the dr, and changed the dressing at the insertion site on the pt's' chest. Since the patient was not having any increased shortness of breath, the physician was not concerned. According to the home health agency, who cared for the patient prior to hospice care there had been minimal amounts of fluid draining from the system over the past 2 months. Instructions were provided to the assisted living staff to notify the hospice personnel if the dressing came off of the insertion site. The hospice nurse will provide dressing changes 2 times per week to prevent infection to the site prior to hospice care. The home health team had utilized the pleurx drainage system intermittently. The nurse had obtained minimal amounts of fluid from the pt's' pleural space.